Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: break. Probable root cause: instructions for use: manufacturing controls: qc incoming and in-process inspections (i.e. Window profile): design: window optimization; design: cutting edge/angle optimization; design: cutter/housing gap optimization; design: surface treatments, coatings, bearings; design: diamond grit size and coating optimization h3 other text : 81.

Event description:
It was reported the device broke during the procedure. The piece was retrieved.